Manufacturer narrative:
There are no complaints of system or component failure or malfunction. The system was removed so that the patient can proceed with MRI scanning.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat upper extremity pain. On (B)(6) 2025 a full system explant was performed due to MRI compatibility. The patient has another unknown type of active stimulator, making the nalu device non-conditional for MRI.